Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: during evaluation, the reported issue of poor image quality was unconfirmed. The image quality is comparable to test house scanner. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. A history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number.

Event description:
Image quality has deteriorated to the point that its difficult to see the needle tip to access a vessel both at superficial depth and deeper depth.

Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Image quality has deteriorated to the point that its difficult to see the needle tip to access a vessel both at superficial depth and deeper depth.